Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after experiencing a syncopal event. It was unknown if the episode was related to the devices; however, a device check indicated no capture on both the right ventricular (rv) and right atrial (ra) leads. In addition, the rv thresholds were highly variable. The parameters on the right ventricular (rv) lead were reprogrammed and the lead was able to capture. The ra lead was unable to capture at maximum outputs. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.